Event description:
Pt noted red heart alarm during night, came to clinic to be checked, x-ray showed broken wire, (B)(6) 2013, thoratec notified and sent 2 technicians who were able to do a repair and an extension was added providing for a normal electrical supply.